Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer¿s blood glucose level was 275 mg/dl at the time of call. Customer stated that the insulin pump was active for auto mode feature however due to failure of auto mode insulin pump was switch to manual mode. Customer declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.